Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right ventricular (rv) lead pace impedance was greater than 3000 ohms. It was further reported that the thresholds have risen slightly and the impedance had been trending up slightly but had a sharp increase. Additional information obtained reported the lead impedance was later rechecked and was within normal limits. The lead remains in use and the clinic will continue to monitor. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.